Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident would not pass the readiness test or the manual 30j test. Based on investigation testing the pads were confirmed to be defective (shorting bar open). The pads (8900-0225-01 lot 1025) were scrapped. The customer was sent replacement pads. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the associated device failed the self-test using these onestep pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. The electrodes have not been returned to zoll for evaluation.